Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a "pump not primed" alarm was activated on the cooler heater unit and stopped in five minutes when they operated in cool down mode. The unit operated well if they did an internal priming by using cool down and rewarm modes. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The manufacturer's technical support is troubleshooting with the customer on this reported issue. This complaint is related to MDR #1828100-2013-00649 and 00659.